Event description:
It was reported that a malfunction alarm with the code malf 12 occurred, but no notable events happened prior to this. There was no reported impact to the customer¿s blood glucose level. Tandem technical support provided the customer with pump reset information and aided them in resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any issues arose again.